Manufacturer narrative:
On july 14, 2023, mentor received the following additional information. The patient date of birth was updated, and the appropriate field has been populated. The procedure to implant the complaint device was provided as a breast reconstruction revision surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced capsular contracture of the left breast; however, no baker grade rating was provided. As a result, the patient underwent unilateral removal and replacement with a left-sided 400cc mentor memorygel breast implant on (B)(6) 2014. The date of event was provided to mentor as a best estimate.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).